Manufacturer narrative:
This report is submitted on october 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient sustained a head trauma resulting in a thinned skin flap and irritation at the implant site. The patient underwent revision surgery under general anesthetic on (B)(6) 2018 and during this procedure the internal magnet was repositioned back into the silastic lip of the implant. Tests following the procedure confirmed functioning device.